Event description:
As per health canada reference # (B)(4), a drill bit broke in the attachment and ejected part of the broken bit during testing prior to a procedure. Attempts were made to obtain additional information about the event; no further information was received.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
As per health canada reference # (B)(4), a drill bit broke in the attachment and ejected part of the broken bit during testing prior to a procedure. Attempts were made to obtain additional information about the event; no further information was received.